Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
It was reported that the patient presented to the hospital with infection and pocket erosion. The device was found to be visible at the opened incision site of the implanted device pocket. Antibiotics were initiated due to concern for infection risk. The physician explanted the entire system, including the pacemaker, right ventricular lead, and right atrial lead. The system was replaced with a dual-chamber leadless pacemaker on (B)(6) 2026. The patient remained in stable condition.